Manufacturer narrative:
During follow up, it was reported that the miostat was prescribed for floppy iris, not for intraocular pressure. This is not related to the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, the intraocular lens (iol) was stuck in the wound of the left eye. The doctor had to remove it and implant another lens during the same procedure. The pusher was not able to take the iol completely out of the cartridge. Miostat was prescribed. There was a delay in surgery, but there was no patient injury. The patient is doing well. No other medical or surgical intervention was required. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.